Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced facial nerve paralysis subsequent to device implantation on (B)(6) 2012. The patient underwent a surgical procedure on (B)(6) 2012, to perform decompression of the facial nerve. During this procedure the device was explanted, and the patient was reimplanted with another device. Additional information has been requested, but not received as of the date of this report, (B)(4) 2013.